Manufacturer narrative:
The analysis and investigation are in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and ten months following the implant of this transcatheter bioprosthetic valve into a non-medtronic surgical valve, the patient presented with increased dyspnea of exertion (doe). High gradient of 106 mmhg, calcification, and an aortic valve effective orifice area (eoa) of 0.36 cm2 were reported. Approximately six months later, the transcatheter valve and the surgical valve were explanted and a non-medronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex inside a heart valve return kit. The valve was submerged in clear 0.2% glutaraldehyde solution. All leaflets were tan, stiff, yet pliable except where host tissue extended. Varying degrees (mild to severe) of extrinsic calcification were observed on the inflow and outflow of all leaflets. Calcification on the outflow and inflow of all leaflets appeared to restrict leaflet mobility. Commissures 1 and 2 were intact. A thin layer of glistening off-white pannus was noted on commissure 3; however, underlying commissure remained intact. Leaflet 1 (l1) was partially open, while leaflets 2 (l2) and 3 (l3) were in the closed position. From the inflow, thick glistening off-white pannus was observed along the crown tips extending up to 9 mm of the luminal surface. Remnants of residual off-white pannus noted on sections of the valve skirt. Radiography revealed calcification on all leaflets of the returned valve. Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review. The valve was returned to medtronic for product analysis. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). The calcification seen during the product analysis was a likely contributing cause to the high gradients. Calcification is a bioprosthetic valve failure that is patient influenced. As calcium deposits form on the valve, they can potentially cause narrowing at the opening of the valve. The presence of calcification and its rate of formation is dependent on patient cond ition (e.g., blood chemistry). The calcification was likely patient influenced as the pre-existing surgical valve was calcified prior to the implant of the transcatheter valve. Stenosis is a known potential adverse effect per the evolut instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. The calcification seen during the product analysis was a likely contributing cause to the stenosis. Review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.